Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needles were not retracting could not be confirmed from the photograph that was provided for investigation. The photo showed the top web label for a 20g insyte autoguard device referencing material #381434 and lot #5037125. The device was not shown in the photos. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needles were not retracting.